Event description:
Surgery was delayed 45 minutes due to failure of device. Device tip was reported to be bent. No adverse pt consequences were reported as a result of this event. This device is used for treatment.